Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. Analysis was unable to perform no delivery test. However, the unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. All operating currents are within specification. There were no unexpected failed battery test, battery out limit, check settings or motion sensor test failure alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms, motor error alarms, motor position encoder error alarm, motion sensor test failure alarm, and bad battery alarm. The customer's blood glucose was 317 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.